Event description:
Follow-up with the nurse stated that at the patient's last appointment, a low heart rate in the 50 beats per minute range was seen. The patient had no previous history with arrhythmia and was not an indicated cardiac patient. The patient followed up with cardiology where the evaluation was normal and everything appeared to be within normal limits. It was discussed that seizures were better controlled but that the patient was tired and had low heart rate. The cause of the drop attacks, breathing difficulties, and arrhythmia were unknown. No additional, relevant information was received to date.

Event description:
It was reported that the day after patient settings were lowered for a dyspnea event, the patient began experiencing drop attacks and was admitted to the hospital. The device was checked and showed to be within normal limits. The patient was discharged from the hospital as he had returned to baseline frequency levels. No additional relevant information was received to date.